Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was intermittent therapy. The concern was related to positional movement. The patient stated she has pain on and off. The patient stated that sometimes she wakes up during the night and her legs are killing her. Caller states she either has pain, feels nothing, or feels tingling. Caller states when she lays down she sometimes feels her legs tingle. Caller states she turns stimulation down when this happens. Caller states she usually adjusts stimulation a couple of times a day. Caller states sometimes she goes all night without having to adjust stimulation. No further complications were reported/anticipated.